Manufacturer narrative:
Vyaire medical was able to verify customer's reported problems. All testing performed with good known test ac adapter and patient circuit connected. Powered on vent and no output of flow occurred. Vent alarmed disc/sense, low pres & hw fault during startup. Bench testing revealed a seized turbine.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported ltv 1200 ventilator fan fault, hardware fault, low pressure, low positive expiratory end pressure and no flow from ventilator issues on the lap top ventilator. The customer confirmed that there was no patient involvement associated with the reported event.